Manufacturer narrative:
It was reported that the device will not be returned for evaluation. The device history record could not be reviewed for discrepancies as the lot number was not reported. The device reported to be used in the procedure has a fixed tip with grasping non-smooth capabilities and is not interchangeable.

Event description:
It was reported that there was a perforated urethra during the procedure. It was reported that the device used had the wrong tip, that it should have been smooth. A request for additional information was requested but it was reported that additional information will not be made available.